Manufacturer narrative:
The customer analyzer was returned and investigated for claims of overheating. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated during investigation with the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that an analyzer was returned to them with a note stating that it had overheated and melted the batteries. There were no allegations of patient/user harm. There were no allegations of incorrect results.